Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed that the cable was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon [the image does not appear due to the cable disconnection] occurred because the video function does not operate normally due to the broken cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that, the camera head cable was disconnected which causes no image to appear on the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has been returned to olympus for evaluation and repair. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.